Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/26/16, 3/1/16 medical records received. Medical records reviewed for MDR reportability. Medical records noted patient was having adverse reactions to the components. Reactions were to metal debris, there was proximal femur osteolysis, occasional subluxation episodes reported by patient, grinding at times, and surgeon noted right leg was longer than left. Revision surgical report noted 100ml brownish fluid, brown friable tissue, black corrosion at taper and per MRI, there was ossification at the superior lateral margin of the right hip joint. Metal ion lab results were less than 7 parts per billion for chromium. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 8, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states severe pain and osteolysis. Doi: (B)(6) 2005, dor: no revision (right hip) dor (B)(6) 2014. Update received (B)(6) 2014 - the complaint has been updated because it was reported that the patient was revised on (B)(6) 2014 due to significant osteolysis. Accordingly, the MDR decision is being changed from MDR-no to MDR-yes. The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 8/27/2014- pfs and medical records received. After review of the medical records the revision operative note indicated osteolysis, pseudotumor, and corrison on the trunnion of the stem. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Clinical report states severe pain and osteolysis. Update received (B)(4) 2014: the complaint has been updated because it was reported that the patient was revised on (B)(6) 2014 due to significant osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.